Manufacturer narrative:
(B)(4). The device has been requested but not yet received. A follow-up medwatch will be submitted if additional information becomes available. Additional information: the product mentioned is a tubing set and the included affected component is the venous bubble trap.

Event description:
"Customer reported that venous bubble trap (vbt) has had a leaking valve and it seemed as if there was a piece of plastic in the valve causing the leakage." Additional information: no consequences for the patient there was interference in functionality of the product since air from the removal line moved back into the vbt. Although the amount of air was in this case very small. The removal of air was still functioning. However, the air removal line was complete open to the venous bubble trap by which air was going back and forth from the line into the vbt and vv. This is caused by fluctuating negative pressures. End user did not replace the set (B)(4).

Manufacturer narrative:
The sample was received on june 30, 2016 and was investigated in the complaints laboratory at the (B)(4) site. During the visual inspection the foreign particle was found in the mini valve. No further abnormalities were detected. A further investigation at (B)(4) determined the probable root cause to be material failure however this could not be confirmed. It is thought the particle could have already been in the vbt or it has detached from any other part of the set and it has then caused the leakage. A supplier evaluation was not performed as the cause of the failure could not be definitely established. The operators however, were informed about the complaint to make them aware of this issue. Based on this information a conclusion evaluation code cannot be selected. A DHR review of lot 92191613 was performed and the investigation found no abnormalities and all the controls were completed in accordance with the process control form. Furthermore, it was confirmed that the leakage test for all vbts was performed. No systemic issue was identified from the complaint database review but the data, however, will continue to be monitored and if a trend occurs, it will be escalated to quality assurance management for review and determination if further investigation is necessary. Due to this no further investigation or action is warranted at this time and the complaint will be closed. This is the final report.

Event description:
(B)(4).

Manufacturer narrative:
Device history record of the reported vbt lot has been reviewed by maquet cardiopulmonary (B)(4). Thereby no abnormality was found for the related material. Moreover, it has been checked that the leakage test for all the vbts is being performed.

Event description:
(B)(4).